Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: on (B)(6) 2014: :bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received. This case became incident. Product indication updated. Essure explant date added. Previously reported ¿injury to herself ¿was updated to dysmenorrhea (cramping). Event added: menorrhagia (heavy menstrual bleeding). Reporters added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower center abdomen, left lower quadrant, right lower quadrant') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B53034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, pregnancy, breast mass and menometrorrhagia. Essure confirmation test: on (B)(6) 2014: :bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain") and pain in extremity ("right & left upper thigh pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain and pain in extremity had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The essure mico inserts are in good position. Both tubes are fully occluded. Conclusion: the essure tubal occlusion was successful; there were no complications; on (B)(6) 2014: satisfactory post essure confirmation test with bilateral tubal occlusion. Pathology test - on (B)(6) 2018: a. Vaginal cyst, excision: benign squamous mucosa with parakeratosis and underlying benign cyst with low cuboidal lining. B. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: uterus with benign inactive endometrium and superficial adenomyosis. Cervix with nabothian cysts, squamous metaplasia, tunnel clusters, and otherwise no significant microscopic alterations. Right fallopian tube with a large paratubal cyst, congestion, plical fibrosis, and otherwise no significant microscopic alterations and a small fibroma. Left fallopian tube with a large paratubal cyst, congestion, mild plical fibrosis, and otherwise no significant microscopic alterations. Two silver metallic coiled wires, gross examination only.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower center abdomen, left lower quadrant, right lower quadrant') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B53034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, pregnancy, breast mass and menometrorrhagia. Essure confirmation test: on (B)(6) 2014: :bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain") and pain in extremity ("right & left upper thigh pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain and pain in extremity had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The essure mico inserts are in good position. Both tubes are fully occluded. Conclusion: the essure tubal occlusion was successful; there were no complications; on (B)(6) 2014: satisfactory post essure confirmation test with bilateral tubal occlusion. Pathology test - on (B)(6) 2018: a. Vaginal cyst, excision: - benign squamous mucosa with parakeratosis and underlying benign cyst with low cuboidal lining. B. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: - uterus with benign inactive endometrium and superficial adenomyosis. - cervix with nabothian cysts, squamous metaplasia, tunnel clusters, and otherwise no significant microscopic alterations. - right fallopian tube with a large paratubal cyst, congestion, plical fibrosis, and otherwise no significant microscopic alterations and a small fibroma. - left fallopian tube with a large paratubal cyst, congestion, mild plical fibrosis, and otherwise no significant microscopic alterations. - two silver metallic coiled wires, gross examination only. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received : lot number was added. Events " abnormal bleeding (vaginal), abnormal bleeding (general), dyspareunia (painful sexual intercourse),lower center abdomen, left lower quadrant, right lower quadrant pain, right & left upper thigh pain, lower back pain" were added. Reporter information, patient information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.